Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: an "ezprime" operation was performed with no difficulties noted. The pump fails force sensor calibration check (high). Review of the total daily dose history shows pump was delivering accurately until the reported event date and correctly reflects the user's programmed basal rate. The black box data has been overwritten and no data is available from the reported event date; current black box shows typical usage alarms and warnings. The pump was exercised for 29 hours and given a flow accuracy test and the pump was found to be delivering accurately as designed. Investigators were unable to duplicate the complaint, there was no defect found. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2012 the reporter, the patient's mother contacted animas to report that on (B)(6) 2012, the patient obtained a blood glucose reading of 51 mg/dl, and she experienced the symptoms of shaking, and a "prickly feeling" on her neck. The patient administered self-treatment by consuming juice and candy. At an unspecified time, the patient obtained blood glucose readings from 200 mg/dl to 300 mg/dl, and she tested positive for moderate levels of urinary ketones. The patient took insulin doses via the pump, as well as injections via a syringe, to correct her elevated blood glucose levels. The patient reported no issues with the infusion set or infusion site, and the infusion set was changed to address the elevated blood glucose levels. The reporter also noted the patient was sick with a cold, was going through puberty and had thyroid issues, all of which could contribute to erratic blood glucose levels. The patient did not seek any medical attention. The reporter refused to troubleshoot the pump, therefore, it was not possible to determine if the pump settings were correct or if the pump was functioning appropriately. The patient allegedly suffered symptoms suggesting severe injury while using the pump, therefore, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.